Event description:
The lead was returned for analysis after 58.2 months implant duration due to loss of stimulation. Patient reported loss of stimulation due to battery depletion of neurostimulator. The neurostimulator was replaced. After programming, the pt still did not feel stimulation. Intraoperative screening with an external device showed the lead did not work on two electrodes. The physician decided to replace the lead. After lead replacement, the pt reported great stimulation. The neurostimulator was not returned to the MFR for analysis because it was perceived as normal battery depletion.

Manufacturer narrative:
Final device analysis results revealed multiple broken conductor wires.